Manufacturer narrative:
Based on the claim against the product by the customer noting right master tool manipulator (mtm) not moving freely, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm2 was analyzed, and the reported failure (grip calibration failure) was able to be reproduced during visual inspection. The following parts will be replaced as a fix: grip lever inner grip spring, outer grip spring, gimbal grip pads. The complaint regarding sluggish movement of mtm was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right master tool manipulator (mtm) not moving freely. The procedure was completed using the second console with no delays or harm to patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and information was provided: gender - male.